Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure consisted of placement of a mainbody, three iliac leg grafts and a body extension. The procedure was completed with no notable problem. At the f/u on (B)(6) 2011, proximal type I endoleak was found. The physician placed a competitor's stent but the leak persisted, however, the leak was gone by additional ballooning. The pt's condition is unk as not provided by the reported.

Manufacturer narrative:
(B)(4) - endoleaks are listed in the instructions for use. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings, precautions that, if followed, could prevent this failure mode, from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines, the importance of an accurate deployment. Initial repair was performed (B)(6) 2011. F/u on (B)(6) 2011, revealed a type ia endoleak that was resolved after placement of a stent and ballooning. Without anatomical determinants or imaging it is difficult to determine a root cause. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.